Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2014-04897/-04898/-04899/-04900).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2014 due to patient allegations of pain, swelling, and metallosis. No revision procedure has been reported at this time for the right hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient operative notes for the left hip reports presence of metallosis with distended capsular tissue, a greater trochanteric fracture from the prolonged erosion of the foreign body reaction to the wear debris, reactive tissue, and erosion fibers of iliopsoas and a portion of the gluteus medias. The modular head and cup were removed and replaced.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2014 due to patient allegations of pain, swelling, and metallosis. No revision procedure has been reported at this time for the right hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2014 due to patient allegations of pain, swelling, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative notes for the left hip reports presence of metallosis, a greater trochanteric fracture, reactive tissue, and erosion fibers of iliopsoas and a portion of the gluteus medias. The modular head and cup were removed and replaced. Additional information received in operative report noted patient was revised on the right side on (B)(6) 2015 due to material sensitivity reactions. The head, cup, and liner were removed and replaced.